Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: oxf uni tib tray sz e catalog #: 154727 lot #: 781510, oxf twin-peg cmnted fem catalog # - 161470 lot # - 780450, and cobalt g-hv bone cement catalog #: 402283 lot #: 271230. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had a right partial knee arthroplasty. Subsequently, the patient underwent a revision approximately seven months post-implantation due to unknown reasons. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.